Event description:
It was reported that during a prostatectomy procedure, the blade tip broke off after receiving an instrument error code. Not noted how case completed. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.